Event description:
The cutting balloon was inserted into the proximal lad. The lesion was calcified and on a 45 degree take off from the left main. The cutting balloon was inflated and deflated without complications. As the device was withdrawn from the lesion, the shaft separated. The distal portion of the balloon was removed using a snare. There were no complications to the patient.